Manufacturer narrative:
Note: this report is relegated to explant of the initial valve, valve 1, onxae-21 sn (B)(4). According to the implant registration cards (irc), a patient was implanted with valve 1 (on-x aortic heart valve with extended holder 21mm, onxae-21, sn (B)(4)) on (B)(6) 2014 and required explant on (B)(6) 2015 and replacement with valve 2 (on-x aortic heart valve with conform-x sewing ring and extended holder 21mm, onxace-21, sn (B)(4)). Valve 2 required explant on (B)(6) 2016 and subsequent replacement with an onxae-25. Operative notes were received via fax on 09/26/2016 and 09/27/2016. Valve 1 was implanted on (B)(6) 2014 via aortic valve replacement (avr) and debridement of annulus and subannular abscess indicated for aortic valvular endocarditis. Intervention and explant of valve 1 was required on (B)(6) 2015 via redo avr (with valve 2) procedure with concomitant mitral valvuloplasty, bovine patch closure of subannular healed abscess sites x2, primary closure of subannular healed abscess, and epiaortic scanning, indicated for "severe aortic regurgitation from perivalvular leak [pvl], status post aortic valve replacement for endocarditis and moderate to severe mitral regurgitation with increasing shortness of breath , orthopnea, and dilating left ventricle." Valve 2 required explant on (B)(6) 2016 via aortic valve and root replacement (with onxae-25 and composite graph) indicated for "aortic valve regurgitation (paravalvular leak)." Patient history is significant for staph endodcarditis with abscess, mitral regurgitation, shortness of breath, orthopnea, dilated left ventricle, and multiple events of systemic emboli. The manufacturing records for valve 1 (onxae-21, sn (B)(4)) and valve 2 (onxace-21, sn (B)(4)) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The patient has a history of endocarditis which precipitated the initial avr on (B)(6) 2014 with valve 1. Due to pvl, again related to endocarditis, the valve was removed in a long and difficult operation and replaced with valve 2 on (B)(6) 2015 (0.40 years postop). This second valve was replaced on (B)(6) 2016 (1.36 years postop re-do) after another severe incident of pvl. This time, no infection was noted, but the aortic root was replaced with a graft attached to an onxae-25. While pvl is the observable symptom on echo, the underlying cause of all operations is endocarditis. The native tissue became friable and edematous which precluded long-term secure, attachment of the valve. Operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak. The objective performance criteria of iso 5840 for rigid prosthetic valves indicates an endocarditis rate of (B)(4) pt-yr. In the proact study for avr, there were (B)(4) reported cases out of (B)(4) implants. The root cause for the reported events is endocarditis which resulted in tissue friability and edema preventing proper anchoring of the valve and resulting in pvl.

Event description:
According to the implant recovery card, initial valve (onxae-21 sn (B)(4)) implanted on (B)(6) 2014 and required explant on (B)(6) 2015 indicated for severe aortic regurgitation from perivalvular leak. An additional onxace-21 ((B)(4)) was implanted which required explant on (B)(6) 2016 for unknown reasons. This valve was replaced with an onxae-25. This report is relegated to explant of the initial valve, onxae-21 sn (B)(4).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant recovery card, initial valve (onxae-21, sn (B)(4)) implanted on (B)(6) 2014 and required explant on (B)(6) 2015 indicated for severe aortic regurgitation from perivalvular leak. An additional onxace-21 ((B)(4)) was implanted which required explant on (B)(6) 2016 for unknown reasons. This valve was replaced with an onxae-25. This report is relegated to explant of the initial valve, onxae-21, sn: (B)(4).